Manufacturer narrative:
(B)(4). This device remains in service, so therefore will not be returned to bsc for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) did not deliver therapy initially when this patient was experiencing a ventricular tachycardia (vt) episode. A follow-up report claimed this device was not in monitor+therapy, but device was set to monitor+therapy. New information was received that this patient was having an angiography performed when the vt episode occurred, and the consultant involved put a magnet over the device instead of programming the therapies off. This may be the reason why therapy was not initially delivered. It was also noted that there is a question as to why anti-tachycardia pacing (atp) took so long to be delivered. Subsequently, bsc technical services (ts) reviewed zip files, and indicated there was one non-sustained vt episode, one vt episode where no therapy was delivered because device was not programmed to monitor+therapy, and another vt episode where no therapy was delivered because the device was not programmed to monitor + therapy. During the second vt episode, however, atp therapy was eventually delivered. Bsc ts discussed how the first vt episode was not treated with therapy due to the application of a magnet, and that the second vt episode was eventually treated with atp because the magnet was most likely removed seconds before atp was delivered. Bsc ts discussed how when a magnet is applied (and magnet is programmed to inhibit therapy), the attempt information in the event detail will state: no therapy, tachy therapy mode is not programmed to monitor + therapy. There is no record in the settings/programming of the magnet application. The programming remains in monitor + therapy. There were no adverse patient effects reported. Subsequently, this product was later explanted and returned for an unspecified reason. Laboratory analysis was performed.